Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "broken device." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional additionally reported left side "numbness in hands", "dizziness", and "fever feeling in body"; these events are unrelated to the device.

Event description:
Patient then reported "pain persisted" and "started to feel some pain." Patient additionally reported "chronic tiredness, night sweats, migraines, joint pain, heart palpitations, panic/anxiety attacks, immunocompromised and difficulty sleeping;" these events are not related to the device.

Event description:
Patient reported right side pain and "broken device." Healthcare professional confirmed implant was cracked. Patient also reported "chronic tiredness, night sweats, migraines, joint pain, panic/anxiety attacks, heart palpitations, immunocompromised and difficulty sleeping"; these events are not device related. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformance's noted. Additional, changed, and/or corrected data: b.5., d.6., g.1.